Event description:
Stent failed. Blood clot formed. Dvt (deep vein thrombosis). Serious complications and graft had to be placed the next day. Lack of blood flow caused necrosis and massive pain. Nerve damage and large ulcers on bottom of foot and side of leg. Long term prognosis unknown. 10 day hospital stay. After attempt to break up dvt the clot grew and required emergency surgery to place graft and restore blood flow.